Event description:
It was reported that the patient¿s catheter had come out. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, product type catheter. (B)(4).